Manufacturer narrative:
Batch review performed on 08 march 2022: lot 182676: (B)(4) items manufactured and released on 04-sept-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At abut 2 years and 9 months after primary surgery the surgeon revised the patient shoulder for glenoid implant loosening. The surgery was completed successfully, all devices swapped.